Event description:
Same case as: 2134265-2008-04823. It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty occurred and post procedure myocardial infarction, and stent thrombosis occurred. The 90% stenosed lesion being treated was located in the mildly tortuous, mildly calcified distal left anterior descending (lad) artery. The lesion was predilated with a 3.0x20mm maverick balloon, inflated to 9atm for 3 seconds. A cutting balloon was also used. The physician deployed the 2.50x24 mm taxus liberte drug eluting stent, inflated to 15atms for 15 seconds, the distal portion did not fully expand, however, three attempts to expand the distal part of the vessel were unsuccessful, inflated to 15atm for 15 seconds. The patient remained under clinical observation. Two days later, the patient presented with angina and a myocardial infarction. Thrombosis was identified in the previously placed stent. The physician implanted another liberte stent inside the previously placed stent. Patient status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.